Event description:
Per client, on (B)(6) 2025 he was crossing the street to get on the bus and got hit by a car on his right side, he was thrown out of chair on to street, the car stopped since could not go over chair, per client, the chair saved his life, client fractures right side ribs, and hurt his head and teeth since he hit the road when he fell, still getting medical care. The right arm of chair was damaged.

Manufacturer narrative:
Background information: quickie q700m owner's manual, page 7 states: "warning! Do not use any wheelchair that has been involved in a motor vehicle accident. A sudden stop and/or collision may structurally damage your wheelchair. There may have been a change to the structure of the chair, and/or damaged or broken some of the components. Wheelchairs involved in sudden stops should be inspected for possible failures in frame and/or components. Frame damage may be represented by but not limited to: visual cracks, dents, metal distortion, bends, or damage to the seating mounting. If the chair no longer drives straight, it could be damaged. If the wheelchair has been involved in an accident, discontinue use immediately and contact your sunrise medical authorized dealer for a thorough inspection. If damage is questionable or if there is concern regarding the condition of the chair, sunrise medical recommends replacement of the chair. Wheelchairs involved in collisions should be replaced. Discussion: in reviewing the complaint, the end user stated the end user was crossing the road and a car hit him. End user says the wheelchair saved his life. The end user claims to have had broken ribs, his head and teeth were impacted due to this accident. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. Conclusion: in conclusion, there is no evidence of malfunction or defect from the wheelchair. Due to the allegation of a serious injury that required medical intervention (broken ribs), this MDR is being filed.